Event description:
Pt never used any product before on their dentures. Upon visiting dentist for a routine checkup dentist provided them with a tube (no charge) of fixodent control denture adhesive cream. Pt did not use this product until 4 days later at about 12 noon. Pt awoke at about 4 am the next day, with a feeling that their heart "was racing" and had hives on arms. They called 911, and were taken to hospital, where they were released 4 or 5 hours later. Pt has not returned to using this product; and has no new adverse events to report.